Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cramps and drain pain. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for the event. On an unknown date after starting on antibiotics, the patient recovered from the events of abdominal pain, abdominal cramps, and pain while draining. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.